Event description:
The comp svc rep reported that during the installation of the new pump observed the led battery charge indicator and ac supply not illuminating. No pt was involved.

Manufacturer narrative:
The company svc rep traced the failure to led indicator cable unplugged, re-secured cable and corrected the failure. Setup and install unit with calibration check, functional testing and safety check to factory specifications. The pump was turned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A supplemental medwatch report will be submitted if add'l info becomes available. (B)(4).